Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During use on the patient it was noted that the needle broke off when removing from package. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: the only information I received was that needle breaks off when removing from package. What was the procedure & event date? What was the initial procedure? What was used to complete the procedure? Additional information was requested: please confirm if the device was used on the patient. Please confirm if the needle broke, or if the needle became detached from the suture. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/14/2022 additional information: d9, h3, h6 additional information was requested, the following was obtained: the notes I have do not show this was used on patient. I do not know where it broke. H3 investigational summary: visual analysis of the returned sample determined that one opened sample of product code h820 was received for evaluation. The product code is single armed, and the needle was not received for evaluation. In addition, there is enough impression and insertion of the needle on the suture end. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.